Event description:
The customer reported the ventilator¿s power cord plug caught fire while it was in use. The customer reported the ventilator was in use on a patient, and there was no patient harm. Upon arrival, the manufacturer's service technician reported that the customer had cut the male plug end off of the power cord, and replaced it with a new plug. The customer was preparing to use the power cord with the new plug in place. The manufacturer's service technician reported the power cord was tarnished and there was a prong missing from the cord's male plug that was removed by the customer. The service technician replaced the entire power cord to complete the repair. Extended self testing (est) and performance verification testing was completed and testing passed to operating specifications.